Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 27 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On june 27, 2025, the user reported discrepancies between continuous glucose monitor (cgm) readings and blood glucose meter measurements. Following escalation review, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The returned sensor underwent visual inspection and functional testing, both of which showed no anomalies. Review of in-vivo sensor data available in the data management system identified optical instability around the timeframe of the reported inaccuracies. This failure mode could not be reproduced during returned product analysis, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. A replacement sensor was provided to the user as part of the resolution.